Event description:
The handpiece was returned to the MFR for repair. During the repair, it was reported that the handpiece ran on its own. There were no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc and eval. A condition of the device running on its own was found and then reported. Based on the investigation details, the likely cause was problems with a worn blade mount assembly and debris in the rotor bearings. The blade mount assembly, front housing, bearings, and motor cartridge were replaced.